Manufacturer narrative:
Submit date: 6/2/2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a syringe. The customer reports the entire tip of the syringe broke off.

Manufacturer narrative:
The DHR file was reviewed indicating that product was released accomplishing all quality standard requirements. There were no not-conforming issues reported during the production of this product for a similar condition as reported in this complaint. After performing visual inspection per procedure, the issue was observed in the syringe broke. The syringe component is produced by external supplier and the assembly process consists in a pick and place operation. There is no additional inspection on the line to detect the condition reported. A formal corrective and preventative action has been opened for this issue. It must be noted that in-process controls are in place to prevent nonconforming product from leaving the manufacturing activities. In addition, as a preventive action for manufacturing site operations, a monthly complaints report is sent to focus factory personnel, summarizing the latest events reported by the customer.